Event description:
The reporter states that the customer obtained the blood glucose results of 19 mg/dl and 199 mg/dl within 10 mins on the accu-chek compact plus system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.